Event description:
The facility representative reported a colleague infusion pump (uim software version 6.13.90 / colleague 2006) displaying failure code 500:320:654:0000. It is unknown when this event occurred. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500:320:654:0000 keypad was confirmed during evaluation, and was determined to have caused by a damaged pump head module (phm) keypad. The phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.